Event description:
A letter from an attorney reported he is representing a patient in regard to personal injuries arising out of an automobile accident that occurred in (B) (6) 2004. The patient had a device implanted in 2001. The letter alleges that since "that time" the patient has had a number of episodes of unexplained syncope and that the patient had been worked up neurologically with no positive findings. The attorney's letter further alleges that the patient was seriously injured in the automobile accident and has residual brain damage along with other physical problems as a result of the accident. "It is the intent of this letter to attempt to resolve issues relating to whether or not the syncope episodes are related to a defect in the pacemaker and therefore, the proximate cause of the accident." In 2009, the device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.